Event description:
The customer observed a discrepant negative result while testing a patient sample using the axsym cmv igg assay. Results of 197.1, 195.5, 186.7, 201.6, 222.7, 209.0, 178.1 and 8.2 au/ml were generated on the same patient sample. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.